Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific repliform were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat vaginal prolapse. It was reported that the patient underwent mesh revision with retrieval and excision of the tail of the ivs tunneler on (B)(6) 2008 due to recurrent perineal abscess secondary to mesh exposure on the lower third of vaginal left side. Then on 07/01/2009, she underwent dissection of the right lateral wall and excision of exposed mesh sutures, due to exposed mesh tape on right wall of the vagina with secondary abscess formation. It was reported that post implantation the patient experienced pain, infection, recurrence, bleeding, dyspareunia and urinary/bowel problems and underwent vaginal excision of infected mesh on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent, examination under anesthesia, colonoscopy to cecum, incision and drainage of right-sided ischiorectal on (B)(6) 2010 due to large ischiorectal abscess. It was reported that the patient underwent exploration of the right vaginal and ischiorectal space, lysis of adhesions, excision of adhesive bands and the sinus tract connected to the lateral wall of the vagina and the vaginal cuff, all the way to the ischial spine on (B)(6) 2010 due to recurrent abscess on left vaginal area. (B)(4).

Manufacturer narrative:
(B)(4).